Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 11:30pm. The patient reported blood glucose readings of "364 mg/dl" with the subject meter and "90 mg/dl" on another meter(emergency medical service meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient claimed she manages her diabetes with pills and diet/exercise. For reasons not known, it was documented that the patient was consuming more food and/or drink between 9:30pm and 11:00pm that evening. Half an hour prior to the alleged readings, the patient reported having symptoms of dizziness, blurry vision, and a headache. In response to the symptoms, the patient claimed ems was notified for assistance. When the ems arrived, the patient reported being tested by their meter with the result of "90 mg/dl" and was then administered food and/or drink as treatment. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly, the patient's process for testing was correct, and the results obtained was from an approved sample site. Per the cca documentation, the patient was storing her test strips outside of the original vial. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.